Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impactor pad found that it exhibits fracture and also one of the edges is gouged. The anterior portion has fractured off transversely through the height of the pad in direct alignment of one of the walls of the cruciform recess where the handle mates. Dimensions were found conforming to print specifications where measured. The device shows evidence of wear and tear. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to age and repeated use of the device are considered to be the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an instrument fractured during a procedure.